Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a neurosurgery in 2020 and the suture was used. During the procedure, the thread came loose from the needle when the suture was to be attached to the needle holder. There were no patient consequences reported. Another like suture was used to complete the procedure without delay.